Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Other, other/defective. Power supply dead. Product received expanded evaluation. The expanded evaluation report states: functional observations- when raising the head and foot sections, small sparks were observed between the actuators and the bed frame. Both of the motors were removed and connected to a multimeter. On the foot motor, the resistance between the connector pin and an external screw for the housing was measured to be 0.4 ohms. The multimeter should indicate an open circuit when the motor is in good condition. This indicates a short circuit within the motor itself, which could cause the observed sparks. This motor is in the 28vdc2.6a limited output circuit. The head motor was also connected to the mulitmeter in the same manner, and an open loop was observed. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the sparks observed between the motors and the bed frame. The foot motor was found to have a short circuit, which would cause the observed sparks. Complaint of "spark at head motor area" was confirmed. The underlying cause is a short circuit. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Other, other/defective. Power supply dead. Product received expanded evaluation. The expanded evaluation report states: functional observations- when raising the head and foot sections, small sparks were observed between the actuators and the bed frame. Both of the motors were removed and connected to a multimeter. On the foot motor, the resistance between the connector pin and an external screw for the housing was measured to be 0.4 ohms. The multimeter should indicate an open circuit when the motor is in good condition. This indicates a short circuit within the motor itself, which could cause the observed sparks. This motor is in the 28vdc2.6a limited output circuit. The head motor was also connected to the mulitmeter in the same manner, and an open loop was observed. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the sparks observed between the motors and the bed frame. The foot motor was found to have a short circuit, which would cause the observed sparks. Per (B)(4) dealer states he saw a spark at head motor area, now the head and foot motor will not work.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per (B)(6) dealer states he saw a spark at head motor area, now the head and foot motor will not work.